Event description:
Related manufacture documents: 1627487-2021-01729. It was reported that the patient was receiving ineffective stimulation no matter the strength of the therapy. As result the patient may undergo surgery on a later date.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.